Event description:
It was reported that a user of the ilet experienced hyperglycemia to 400 mg/dl overnight; caregivers administered a fast-acting insulin injection and changed pump supplies, noting the cartridge contained approximately 48 units remaining despite being full before bed, and they suspected infusion into scar tissue although the cannula did not appear disrupted. Investigation of this case revealed no device malfunction confirmed and a possible infusion site absorption issue consistent with suspected scar tissue use. Symptoms included headache and dry mouth associated with elevated blood glucose reported. Outcomes included the need for caregiver to administer insulin injection and infusion set change at home without medical intervention. It was concluded that the cause of the hyperglycemia was unclear with no evidence the device failed to deliver as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.